Event description:
It was reported filter did not appear to open completely following deployment via jugular approach. Another filter was successfully placed without pt complications. This device remains implanted. Therefore, no failure analysis will be available. Follow up could not confirm if pre-placement cavogram was performed prior to filter placement. It was indicated continual flushing of carrier system during implant procedure was not performed. Co believes these factors may have contributed to this event. Co's directions for use state: "inferior vena cavogram must be performed prior to insertion of stainless steel greenfield vena cava filter with 12 french introducer system. This procedure determines caval patency and diameter and is used to evaluate inferior vena cava for presence of thrombus and congenital anomalies... Insufficient flushing can allow thrombus formation inside filter which can bind legs and prevent complete opening upon release... Confirm location of carrier capsule by injecting contrast through handle of introducer catheter... Do not attempt to move or manipulate engaged filter... In most cases, second filter, properly placed, should be implated for protection against recurrent pulmonary embolism."